Manufacturer narrative:
(B)(4). No device return. The analysis results found that the trt75 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure, the staple line was not intact. They had to take another device in order to staple again. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.